Event description:
It was reported client getting time out error when accessing patient record. Client was able to reboot and login with just one patient record affected. Reported will need repair of database record. No patient complications were reported as a result of this event.

Event description:
It was reported client getting time out error when accessing patient record. Client was able to reboot and login with just one patient record affected. Reported will need repair of database record. No patient complications were reported as a result of this event. It was reported client getting time out error when accessing patient record. Client was able to reboot and login with just one patient record affected. Reported will need repair of database record. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.